Manufacturer narrative:
Apart from the small amount of dried blood in the lead ports and the slightly damaged sealing plug, the pacemaker did not show any deviations from the visual and mechanical specs. The connection system of the pacemaker found to be fully functional. The pacemaker was electrically fully in specification. The sensing and pacing of the pacemaker was functioning as specified. During the review of the received documentation, a loss of capture was not observed. Fully functional simulation and capture could be seen throughout the measurements and intracardial ecgs. The pacemaker was received with unipolar pace/sense polarity. During the last f/u in 2007, the leads were programmed to bipolar pace/sense polarity. Due to the activated lead check, the pacamaker will switch to unipolar if a bipolar impedance measurement results into high stimulation impedance. The lead check function was working as expected; therefore, the polarity switched to unipolar due to the disconnection of the leads during explantation. There was no documentation of a polarity switch during the implantation duration found. This strongly indicates a permanent intact electrical connection, e.g. A sufficient stimulation impedance. This pacemaker did not show any sign of material or mfg problems.

Event description:
Device was explanted due to failure to capture. It was replaced.